Manufacturer narrative:
Unique identifier (UDI) # (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with chol2 cholesterol gen.2 on a cobas 6000 c (501) module. The sample initially resulted with a cholesterol value of 471 mg/dl accompanied by a data flag. The initial value was reported outside of the laboratory where it was questioned by the doctor since the patient usually has a lower result. The sample was repeated, resulting with a value of 264 mg/dl accompanied by a data flag. The repeat result was believed to be correct. The cholesterol reagent lot number was 51832701, with an expiration date of 31-jul-2021.

Manufacturer narrative:
The calibration and qc recovery were found to be acceptable. Based on the available there is no indication of the performance issue for the reagent. A field service engineer was dispatched and found the affected sample was lipemic. The customer reran the sample and received proper results. The customer provided they noticed before the repeat run they found particles floating in the sample. The instrument alarm trace contained an abnormal aspiration alarm on the day of the event near the time the sample was processed. The investigation found the pre-analytical sample handling problem identified by the customer to be the cause of the issue.